Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastric bypass, during the closure of slits to prevent herniation, the tack broke into pieces in the cavity and were picked up by grasper. Another device was used to complete the case. There was no patient injury.